Manufacturer narrative:
The customer contacted siemens customer care center (ccc) about falsely elevated specialty albumin (salb) results on patient samples on the dimension vista system. Siemens headquarters support center (hsc) concluded their evaluation on the information provided. All elevated results were from the same common salb flex sequence 1500, well sets 4;10 and 4;11. When repeated on a new well set, all results were as expected. No sample flags were generated. No system non-conformances were identified. The cause of the falsely elevated specialty albumin results is unknown. No product non-conformances have been identified. The device is operating according to specifications. No further evaluation of the device is required.

Event description:
Discordant falsely elevated specialty albumin (salb) patient results were obtained on the dimension vista 1500 instrument. The initial results were reported. After quality control recoveries were obtained outside of acceptance ranges, the customer reprocessed the same patient samples the next day on the same instrument after changing to a new reagent well set and obtaining acceptable quality control recoveries. Lower results were obtained and corrected reports were issued. There was no known impact on patient treatment or care and no alleged patient harm due to the discordant elevated salb results.